Manufacturer narrative:
(B)(4). Batch # unk. An evaluation of the manufacturing record could not be performed as the required product identification number was not provided to complete the evaluation. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that during a gastric sleeve they completely stapled off the stomach and the surgeon noticed a fragment in the patient on the screen. It was removed and returned for analysis. No patient consequences were reported.

Manufacturer narrative:
(B)(4). Date sent: 12/15/2022. D4: batch # 686a25. Investigation summary : the product was returned to ethicon endo-surgery for evaluation. Visual inspection and functional testing were conducted on the returned reload. Visual analysis of the returned sample determined that one gst60d reload was received fully fired. Upon further inspection, the reload was found to have damage on the knife channel, it is possible that the knife may push the staple line and tissue forward shaving the reload deck. In addition, a piece of plastic was received inside of a plastic bag. No functional test could be performed due to the condition of the reload. No conclusion could be reached on the cause of the foreign matter (a piece of plastic). To mitigate the potential for staples getting into the reload and interfering with the knife path during device firing, prior to reloading the device, rinse the anvil and reload jaw in sterile solution and then wipe the anvil and reload jaw to clean any formed but unused staples from the device. Additionally, proper care should be taken when placing the device on the tissue to be stapled, to ensure that no hard obstruction such as a clip is included with the tissue inside the jaws. Please reference the instruction for use for more information. As part of ethicon endo surgery¿s quality process, all devices are manufactured, inspected, and released to approved specifications. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified. Performed by(B)(6).

Manufacturer narrative:
(B)(4). Date sent: 1/20/2023. D4: batch # 238a32. Investigation summary after the analysis performed at the independency site the devices were shipped to cincinnati for further analysis and the reported complaint was confirmed. One piece of foreign materials was received in the rdl materials lab inside of a plastic bag. The material was reportedly recovered from inside the body during a procedure. Images of the returned piece were taken and the material was analyzed using fourier transform infrared spectrometer (ftir), which can identify the composition of a polymer by passing an infrared beam into the material and measuring the wavelength of the light absorbed by the material. The piece was identified as polyethylene and the presence of silicone was noted. Polyethylene is not used to make components of the gst45d cartridge nor the delivery device. Polyethylene is a common engineering material that is used to make many articles that the device would be exposed to during its life cycle. During manufacturing these include packaging, test skins used on the line, and gowning. During use items such as sutures and gowning are made of polyethylene. Silicone is a common lubricant, and it is used on the delivery device and likely on the trocar used during the procedure. The returned material has a similar thickness compared to the polyethylene test skin used during the manufacturing process. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified.